Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to deflation.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, delamination of the diaphragm valve, crease fold, brown particles inside of the device, wear abrasion. Leak test was performed, and found openings on posterior side, delamination diaphragm valve and delamination on plug strap. A microscopic analysis was performed, which identify a striated edge opening, consist with use of a surgical tool . And delamination on diaphragm valve. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage. Delamination of the diaphragm valve assessed, as adhesive failure.

Event description:
Healthcare professional reported, "delamination".

Event description:
Patient reported left side deflation. Device has been explanted and replaced.